Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant concluded: "the x-ray confirms a dislocation, and the event description suggests a depuy femoral component dislocated from a stryker mdm acetabular component, but no operative reports, no clinical or past medical history, no listing of implanted components and no summary of management of dislocation." Device history review: a DHR review could not be performed as the lot information provided was not valid. Complaint history review: a complaint history review could not be performed as lot information provided was not valid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however the reported event involves an off label use of an adm liner and a competitor head. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient dislocated one week postop. The metal 22 mm depuy head came out of the stryker 36c mdm poly ball.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dislocated one week postop. The metal 22 mm depuy head came out of the stryker 36c mdm poly ball.